Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that leak on the insulin reservoir. Customer¿s blood glucose was unknown at the time of incident. Customer states that insulin pump had insulin flow block alarm because kink on the tubing. The reservoir will be returned for analysis.